Event description:
It was reported that during an implant procedure on (B)(6) 2025, patient experienced change in neuromonitoring status. As a result, the procedure was abandoned to address the issue. Patient has since been stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.